Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: review of the black box data revealed call service alarm (064) and multiple call service alarms (087) recorded. Battery and cartridge caps were not returned with the pump for investigation; test caps were used to complete investigation. During the investigation, call service alarm (069) was duplicated. The pump was opened for investigation and revealed a single component failure on the printed circuit board which was responsible for the call service alarm that occurred.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue; occurred three or more times within 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.